Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit reflected a heat reading of 119 degrees fahrenheit which is greater than manufacturer specification (119 degrees fahrenheit; specified reading is temperature shall not exceed 118 degrees fahrenheit), the unit reflected rpm with a reading of 77,018 rpm which is less than the manufacture specification (77,018 rpm; specified reading is between 79,000-81,000 rpm), the unit reflected a reading of 77 dba which is greater than manufacture's specification (specified reading is less than or equal to 76 dba), the unit failed safety assessment and the unit had vibration. It was also noted that the device had a broken drive shaft which is consistent with using excessive force while the motor is in use. The broken drive shaft is what caused the noise, vibration, heat and power broken failures and component damage caused by user error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the motor device was not working properly. It was reported that the event occurred before use on a patient in the operating room. It was reported that a new burr device was tried but it was the motor device that was not working properly. There was no delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.